Event description:
It was reported the patient (B)(4) experienced a sudden loss of stimulation. Surgical intervention took place at which time it was noted the patient's extension was damaged, metal cables were outside the shield extension, and high impedance readings were present. The extension was then explanted and replaced. Impedances were within normal limits following extension replacement. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.